Event description:
It has been reported to philips that the system would not turn on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the  the machine was having issues while running. The philips engineer inspected the system and confirmed that once they enabled x-ray, the system was having x-ray not possible message. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system was not turning on or of correctly. To resolve this issue, fse replaced the suite pc and display port adaptor. Later, fse loaded the software and validated the database. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.